Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that when they try to connect to implantable neurostimulator (ins) it just stays on looking for device and said this started yesterday. They said they charge "just about every day". They said they just charged ins but when they tried to charge ins during the call it went to no device found. Pt started prm session and gets 79 for the middle number. After a few minutes, it started charging but gets poor recharge quality, and says they have been having trouble finding the right spot to charge and says their spouse normally helps them charge so they might not have it in the right spot. Pt is leaned up against the recliner to hold it and started prm again and now gets 83 for the middle number. They said the rtm gets "pretty warm, but not enough to burn me but hot enough to stop using it". The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6). H3: the 97755 recharger, serial # (B)(6), was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.